Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for follow up when episodes of af with rvr were noted to have been detected as ventricular tachycardia. The device attempted to deliver therapy but resulted in an over current detection due to low high voltage lead impedance. The device was reprogrammed. Subsequently, the patient presented in hospital after receiving inappropriate therapy due to high, hv lead impedance. The lead was explanted.